Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 32 mg/dl. Customer also believed their insulin pump gave them insulin when it should have not. The customer's blood glucose was treated with food. Troubleshooting found the customer's insulin pump was functioning as designed. Customer's blood glucose was 151 mg/dl at the end of the call. The customer also declined to replace their insulin pump. No additional information provided.